Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The acute occluded target lesion was located in the internal carotid artery. A 9fr non bsc guide catheter was advanced to the common carotid artery, a filter wire was placed in the target lesion. Then, a 3.5mmx30mmx135cm (4f) sterling¿ balloon catheter was advanced for predilation; however, after the balloon passed through the lesion, the physician tried to inflate it, but the balloon did not inflate. When it was removed and inflated outside the body, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.